Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The provided x-ray showed that the distal fragment including the rv shock coil and lead tip remained in the patient. The returned lead proximal fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the observed oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was capped 49 months after the implantation due to oversensing. No adverse patient events were reported. Should additional information be received, this file will be updated.